Event description:
The customer reported the tubing separated at the juncture of the non-dehp tubing and the "stretchy" tubing segment in the pump. Reported the separation occurred during an infusion of taxane (chemo). There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.